Event description:
It was reported that inadequate iodine was observed inside the minicap. The home patient (hp) stated that there was no iodine coming out from the inside of the minicap when the minicap was removed from the transfer set in order to begin the initial drain. The hp stated that the iodine could be seen in the minicap sponge but the hp alleged that the sponge was too deep inside the minicap to reach the transfer set. The hp was experiencing pain and discomfort around the catheter site that was due to a non-baxter catheter device. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number gd894717 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned for evaluation, therefore a device analysis could not be performed, nor could a cause be determined. Should additional relevant information become available, a supplemental report will be submitted.